Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, physical stress was applied to bending section during user handling of the device which caused an abnormality in image sensor unit. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope experienced temporary image loss. When trying to angulate the device the image goes black. It is unknown when the event occurred. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the image goes black during angulation was confirmed. There was no image when angulating in the up position, and flickering at neutral. Additionally, the following events were also identified and are as follows: (a.) The used brush passage, boroscope found a deformed groove channel wall at the bending section, (b.) And there was a labeling issue on the connector. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.